Event description:
On (B)(6) 2025, at 10:50 am, during intravenous infusion, leakage was observed at the indwelling needle connection site, causing impaired fluid flow and patient discomfort. The infusion was discontinued.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.